Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the application reported loss of communication with the programmer base station when the threshold measurement was attempted. The signal strength between the tablet and the base was noted to be a strong, solid line. The analyzer session had to be ended and re-started in order to re-establish communication. Loss of the analyzer function was noted to delay completion of lead analysis. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.